Manufacturer narrative:
The hydrus microstent presumably remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Shallow ac and peripheral anterior synechiae are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).

Event description:
In a video posted on social media, a surgeon reported information on a patient series (not published) in which he implanted the hydrus microstent in one eye, and a different trabecular micro-bypass device in the fellow eye. The surgeon reported one patient in which angle closure glaucoma and significant bilateral pas occurred. No further information regarding the onset of the adverse event or treatment was provided.

Manufacturer narrative:
Additional information provided: d.6b this report is for the patient¿s right eye, refer to MDR# 3016075957-2023-00001 for the left eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The hydrus microstent was explanted and is not available for evaluation. Device identifiers are unknown therefore a review of device history records could not be performed. Peripheral anterior synechiae, shallow anterior chamber, device obstruction, elevated iop, explantation and secondary surgical intervention are listed in the device labeling as potential adverse events. This report is for the patient's right eye, refer to MDR# 3016075957-2023-00001 for the left eye. The manufacturer internal reference number is: (B)(4).

Event description:
A patient underwent cataract surgery with viscocanaloplasty, hydrus microstent implantation, and gonioscopy assisted transluminal trabeculotomy on (B)(6)2021. The patient subsequently developed adhesions and angle closure with peripheral anterior synechiae which blocked the inlet of the hydrus microstent. The surgeon subsequently performed a goniotomy, lysed the adhesions, and explanted the microstent.